Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The provided image is consistent with the allegation of a damaged wrist/dislodged grip (grip tang).

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument was found to have a damaged wrist area making it difficult to remove. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was found that when the uterus was compressed with the wrist bent, the wrist angle exceeded its limit and the jaw came off. There was no loose or dislodged pin. When the uterine body was pulled and pressed toward the head, it reached an angle that exceeded the wrist's limit of range of motion, resulting in the condition shown in the image. There were no fragments missing, and no fragments fell inside the patient during the procedure. Isi followed up with the clinical engineer and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The customer reported that the instrument and cannula were removed together because the wrist could not be straightened due to physical damage and a dislodged grip. The customer reported that when the video was reviewed, it was found that when the uterus was compressed with the wrist bent, the wrist angle exceeded its limit and the jaw came off. The port incision was not increased in order to remove the instrument and cannula together. The instrument did not collide with any other instrument or tool during procedure. There was no patient injury as a result of the instrument issue. The procedure was completed robotically with the backup instrument.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and found to have a grip tang bent preventing grips from opening as reported by the customer. The components adjacent to this bent grip tang did not show damage. The grips did not show breakage damage. This complaint on breakage of the joint may be related to this finding from failure analysis, which indicates that the device may have contributed to the customer reported issue. The instrument was also tested on an in-house system showing 10 lives remaining. The instrument passed recognition and engagement tests, and it moved intuitively with full range of motion in all directions. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. This issue can be resolved by using an alternate instrument to complete the procedure. Correction: h8

Event description:
Refer to h11 for follow-up information.